Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned per the customer. The customer's report that the male spin lock is stiff and will not tighten could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the male spin lock is very stiff. Nurses start their IV lines in pre-op. After placing the angio cath, nurses add the extension set. They are having a particularly hard time retracting the spin collar to expose the luer tip. The collar is also not tightening down onto the hub of the IV catheter. There have been incidents where the IV lines were lost after the tubing was manipulated with the set coming apart from the IV catheter causing blood leakage from the catheter and fluid leakage from the tubing. There was no harm to patient or caregiver reported. No medical intervention was required. No further patient or event info was provided.